Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 2nd, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was inspected under magnification. It was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the length of the cartridge. No foreign material was identified in the cartridge. The lens module was inspected and the plunger rod was retracted. No foreign material was identified in the lens module. The taped portion was reviewed and a particle was observed. The foreign material was identified as polyethylene. Even though there is a high correlation with manufacturing components, due to the sample condition received and that polypropylene is a common material used its not possible determine an assignable cause or determine the source of the foreign material. The manufacturing component matching with polypropylene are not black in color. The foreign material received was a thin loose plastic particle with a black spot at the center. The complaint issue "foreign material- loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the setting of the extended depth of focus intraocular lens (iol) and when the physician tried to implant the iol into the patient's eye, there was a foreign object inside. Through follow-up, we learned that the foreign material was found in the patient's eye when the iol was implanted. The doctor thought it might be a hardened ophthalmic viscoelastic substance and removed it with forceps, but it was quite hard. There was no damage or scarring of the iol, so the lens was implanted as it was. It is unknown if there was any damage of the cartridge tip. The patient did not seem to have any problems after the surgery. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6), section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.